Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/09/2017 with the following findings: confirmed 078-0008 errors (motor rewind error) in black box. Rewind, load and prime steps performed successfully. Pump exercised for 24 hours with no alarms occurring. Opened pump to inspect motor connection and circuitry, observed moisture ingress at j20 and j21; +vbatt input. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service 078. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.